Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with a recorded low of 42 mg/dl and remained outside target range for several hours, after which troubleshooting and education were provided regarding use of fast-acting carbohydrates and avoiding overcorrection; the device was described as adapting its algorithm as it learns the user. Symptoms included shakiness. Outcomes included self-management without assistance or medical intervention using juice, ice cream, and availability of a glucagon kit. Investigation included complaint handling with user education and review of device behavior in the context of algorithm adaptation. Investigation of this case revealed that the event was consistent with hypoglycemia of unclear cause with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.